Manufacturer narrative:
UDI - not required for product code. The actual device was returned for evaluation. The cardioplegia was unpacked. Visual inspection revealed that there was no damage, such as a crack. The caps, thermistor probe and the three-way stopcock attached to the actual device were in the state of being attached in place firmly. Visual inspection of the tubes built into a circuit found no crack at the joints, no break on the tubes or no loose connectors. There was not any trace of the prime leaked out inside the package or on the tray. The circuit was primed with water, with the help of a roller pump, at the flow rate of 500ml/min. No leak was confirmed at any parts of the cardioplegia or any joints of the tubes. The water phase was tested for the pressure resistance. No leak was confirmed. The test method: built the test sample into a circuit with tubes; applied tie bands to the connections of the tubes and ports and clamp one of the tubes; filled the water phase with water and kept pressurizing the water phase with air at 305kpa (=3atm.) For 6 hours, while observing for any leak with the naked eye. Subsequently, the blood phase was tested for the pressure resistance. No leak was confirmed. Test method: built the test sample into a circuit with tubes; applied tie bands to the connections of the tubes and ports and clamp one of the tubes; filled the blood phase with water and kept pressurizing the blood phase with air at 100kpa (=750mmhg) for 6 hours, while observing for any leak with the naked eye. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: band all tubing connections. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that some/one of the joints, e.g. At the thermistor probe, at the three-way stopcock or at the coupler had become loose, resulting in a leak of the priming solution. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the actual capiox sample leaked during priming. The customer was not able to identify the leaking location. The actual sample was changed out. The event occurred pre-treatment.